Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Imaging from the procedure could not be obtained for review. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the valve embolization cannot be confirmed. However, a combination of patient (minimally calcified native aortic valve and root) and procedural (poor coaxial alignment due to a challenging sheath positioning related to existing bypass grafts) factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, following deployment of a 26 mm sapien valve via a transaortic approach, the sapien valve embolized into the left ventricle. Transapical access was obtained, and the embolized valve was retrieved and a second 26 mm sapien valve was successfully implanted. The patient was noted to be in stable condition post procedure. Per the implanting physician, the patient had a prior CABG x2 operation with a mammary artery used as a bypass graft. The bypass grafts made it difficult to place the sheath in good coaxial alignment in the aorta and aortic annulus. As a result, the sapien valve was off axis in the aorta prior to deployment. The medical team had planned to manipulate the delivery system during a slow deployment and adjust the sapien valve into the proper position; however, they were unable to do so and the sapien valve subsequently embolized into the lv. The native aortic annular diameter was 22.5mmx28mm (area 480) by CT. The native aortic valve and root were mildly calcified. The sinotubular junction (stj) diameter was 30mm, and the sinus of valsalva (sov) diameter was 34mm. The patient¿s ejection fraction (ef) was 20%. The image intensifier angle was described as good, and the coaxial alignment of the valve and delivery system was described as poor. Prior to deployment, the sapien valve was positioned 60:40 ventricular. During deployment, ventilation was held and there was no loss of pacing capture.